Manufacturer narrative:
Per tandem's t:slim x2 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer attempted to enter a 1.9 units bolus, but inadvertently delivered a 19 unit bolus. Reportedly, the customer experienced a blood glucose (bg) level of 43 mg/dl, which was treated by consuming sugar and juice. The customer acknowledged the reported issue occurred due to user error.